Manufacturer narrative:
This medwatch is reporting the motor. The primary console is reported under medwatch MFR report # 2916596-2018-03891. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that s3 and m6 error alarms occurred while in use supporting the patient. The motor head was observed to be very hot when the alarms were active. The pressure readings were not displayed. The primary console and motor/pump were exchanged safely, and the patient was stable and asymptomatic throughout the procedure which took approximately 80 seconds. The flow probe and pressure transducer were working on the spare primary console during the procedure. No additional information was provided.

Manufacturer narrative:
The reported event of s3 and m6 errors was confirmed through the evaluation of the log file data downloaded from the returned centrimag 2nd generation primary console, however, no device-related issues were discovered during the evaluation of the returned motor and a specific cause for these errors could not be conclusively determined through the investigation of the returned device. Moreover, the reported event of the motor feeling hot could not be confirmed during the investigation of the returned device. The returned centrimag motor was evaluated by abbott technical services personnel under work order (B)(4). The reported s3 and m6 alerts as well as blank pressure readings were not reproduced during testing. The returned motor was tested with the returned primary console and flow probe used during the reported event. The motor did not alarm with any error messages and did not feel hot to the touch at any point during testing. The motor cable was inspected and no issues were found. No issues were discovered during the evaluation of the returned components. A full functional checkout was performed and the unit passed all tests. The returned device was found to function as intended and the root cause for the reported event could not be conclusively determined. The centrimag motor was returned to the customer site. No further information was provided. The manufacturer is closing the file on this event.